Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began sometime last weekend in the afternoon (exact date and time not provided) when a reading of 528mg/dl was obtained using the subject meter compared to a reading of 178mg/dl obtained using a onetouch ultra2 meter, both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds lifescan's criteria for accuracy. The patient stated that he manages his diabetes using lantus and novolog insulins, and reportedly self-administered an additional 5 units of novolog insulin last weekend in the afternoon, in response to the alleged issue. The patient denied experiencing any symptoms due to the alleged issue and did not specify that any further form of medical intervention was received in response to the reported issue. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, the patient's testing technique was correct, the test strips were not expired and an approved sample site was being used. The csr was unable to walk the patient through a control solution test. Replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.